Event description:
Caller reported an issue with cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support guided the caller through a pump reset procedure. Following the reset, the error code did not reappear, and the caller was advised to wait 20 minutes before starting a new sensor session, which they acknowledged and understood.